Event description:
The iliac artery was completely occluded. Artery was cannulated with minor difficulty. The spiderfx was placed into distal common femoral artery or proximal superior femoral artery. After angiojet and a stent was deployed, a large filling defect was observed proximal to the spiderfx basket. The physician advanced a 7f catheter as far down the spiderfx wire as it would go. He did 4-8 passes with the catheter and then tried to remove spiderfx device. The spiderfx retrieval catheter was passed down wire. Spiderfx was pulled back, but would not completely withdraw into the retrieval catheter. At this point, the physician decided to try a quick cross catheter, but the spiderfx would not completely retrieve into this catheter either. Subsequently multiple catheters were tried, all with the same result; the spider would retrieve the loop, but not the entire basket. The physician decided to leave the spider partially retrieved with the loop constrained inside 6f guide catheter and pull the device into the 6f sheath in the left arm. The device would still not retrieve past the same point in the basket even with the increased diameter of the sheath. The physician then decided to call a surgeon to do a cut down to the arm to retrieve the device so, artery would not be damaged. Surgeon removed the sheath and catheter through cut down procedure in the or, and the patient was discharged later that evening. Upon examination of the spider, a large piece of tissue was present in the filter basket. So large that it was unable to be pulled any farther into the catheter. The patient's, leg and arm were doing well upon discharge that evening.